Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had low (46k) rotations per minute (rpms) and smoked. It was determined that the evidence indicated one or more of the phases was damaged. The phase-to-phase resistance (1.201 ohms) was measured with a multimeter and was determined to be shorted (a-b 0.66 ohms, a-c 0.81 ohms, b-c 0.67 ohms). The replaced motor (44-2414, sn: (B)(4) was further evaluated and it was confirmed that the windings (phases) were shorted. However, the cause of the short was not determined. Therefore, the reported condition was confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the motor device and attachment device were smoking and running hot when used together with the burr device. There was a two to five minutes delay to the surgical procedure to obtain spare devices. The reporter stated that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.